Manufacturer narrative:
This event was also previously reported under MFR report number 2916596-2020-04714.

Event description:
It was reported that the patient was experiencing low battery, red heart alarms while on the mpu (mobile power unit). There were no issues on batteries and the patient was advised to stay on batteries. The patient was experiencing anxiety due to alarms and a power module with unshielded patient cable was shipped to the patient as a precaution. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient was placed on an ungrounded patient cable as a precaution. A potential driveline issue could not be confirmed through this investigation. No alarms associated with a device issue were confirmed through this evaluation as no log files were available for review. It was reported that the patient was experiencing red heart alarms on the mobile power unit (mpu) with no issues on battery power. The patient was experiencing anxiety due to the alarms. It was reported that the cause of the red heart alarms was not identified. The patient lives remotely and did not present to the center following the incident. The patient was asked to stay on battery power, and a power module with an unshielded patient cable was shipped to the patient as a precaution. The patient was asked to stop using the mpu and has not reported any additional alarms since. The patient remains ongoing on ventricular assist device (vad) support, and no further related issues have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on (B)(6) 2012. No further information was provided. The manufacturer is closing the file on this event.